Manufacturer narrative:
After examining the available evidence, the likelihood of orthovita's device being the causative agent in this event is remote. Although orthovita does not believe this event is device-related, we are filing this report for clarification. There is peer-reviewed literature that supports the occurrence of these symptoms with the use of bmps (shields lbe, raque gh, glassman sd. Adverse effects associated with high-dose recombinant human bone morphogenic protien-2 use in anterior cervical spine fusion. Spine 2006; 31:542-7 and smucker jd, rhee jm, singh d et al. Increased swelling complications associated with off-label usage of rhbmp-2 in the anterior cervical spine. Spine 2006;31:2813-9. There are no mdrs or published literature to support the occurrence of these symptoms when vitoss is used without bmps.